Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-aug-2017. The most recent information was received on 12-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain/constant chronic pain"), genital haemorrhage ("bleed everyday"), gastrointestinal inflammation ("permanent bowel inflammation"), intestinal haemorrhage ("bleeding of my bowel"), autoimmune disorder ("auto immune issues / many autoimmune diseases") and suicidal ideation ("I'm suicidal") in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (in the 1990's). In 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion medically significant), gastrointestinal inflammation (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal distension ("bloated"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) with depression and anxiety, fatigue ("feeling tired"), inflammation ("and inflammation throughout her body"), tooth loss ("teeth are falling out"), visual impairment ("eyesight is deteriorating") and gait inability ("cant walk"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, gastrointestinal inflammation, intestinal haemorrhage, autoimmune disorder, suicidal ideation, abdominal distension, fatigue, inflammation, tooth loss and visual impairment had not resolved. The reporter considered abdominal distension, autoimmune disorder, fatigue, gait inability, gastrointestinal inflammation, genital haemorrhage, inflammation, intestinal haemorrhage, pelvic pain, suicidal ideation, tooth loss and visual impairment to be related to essure. The reporter commented: patient had essure for 10 years and reported that the product is ruining her life. Essure made her very ill. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: information added: health authority number, events (bleeding of my bowel, permanent bowel inflammation, teeth are falling out, I'm suicidal, my eyesight is deteriorating, bloating, unable to walk). Onset date of events was reported as (B)(6) 2009, events are ongoing and related (essure caused the illnesses). Case was upgraded to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 07-aug-2017. The most recent information was received on 19-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain / constant chronic pain"), genital haemorrhage ("bleed everyday"), uterine infection ("womb infections"), gastrointestinal inflammation ("permanent bowel inflammation"), intestinal haemorrhage ("bleeding of my bowel"), autoimmune disorder ("auto immune issues / many autoimmune diseases") and suicidal ideation ("I'm suicidal / suicidal feelings") in a 38-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (in the 1990's). In 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), gastrointestinal inflammation (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal distension ("bloated"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant) with depression and anxiety, fatigue ("feeling tired"), inflammation ("and inflammation throughout her body"), tooth loss ("teeth are falling out"), visual impairment ("eyesight is deteriorating"), gait inability ("cant walk"), ovarian cyst ("ovarian cysts"), rheumatoid arthritis ("rheumatoid arthritis"), nausea ("nausea"), urinary tract infection ("uti infections"), irritable bowel syndrome ("ibs"), endometriosis ("endometriosis"), toxicity to various agents ("symptoms of metal and plastic toxicity") and polyp ("polyps") and was found to have hormone level abnormal ("hormone imbalance"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, gastrointestinal inflammation, intestinal haemorrhage, autoimmune disorder, suicidal ideation, abdominal distension, fatigue, inflammation, tooth loss and visual impairment had not resolved and the uterine infection, ovarian cyst, rheumatoid arthritis, nausea, urinary tract infection, irritable bowel syndrome, endometriosis, hormone level abnormal, toxicity to various agents and polyp outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, endometriosis, fatigue, gait inability, gastrointestinal inflammation, genital haemorrhage, hormone level abnormal, inflammation, intestinal haemorrhage, irritable bowel syndrome, nausea, ovarian cyst, pelvic pain, polyp, rheumatoid arthritis, suicidal ideation, tooth loss, toxicity to various agents, urinary tract infection, uterine infection and visual impairment to be related to essure. The reporter commented: patient had essure for 10 years and reported that the product is ruining her life. Essure made her very ill. She is still sick. Hospitalization was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2018: patient report form was received and the following information was provided: patient¿s date of birth; ovarian cysts, rheumatoid arthritis, nausea, womb infections, uti infections, ibs (irritable bowel syndrome), endometriosis, hormone imbalance, symptoms of metal and plastic toxicity, polyps were added as event; hospitalization was reported but not specified and /or assigned to one of the events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 19-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pain / constant chronic pain"), genital haemorrhage ("bleed everyday"), uterine infection ("womb infections"), gastrointestinal inflammation ("permanent bowel inflammation"), intestinal haemorrhage ("bleeding of my bowel"), autoimmune disorder ("auto immune issues / many autoimmune diseases") and suicidal ideation ("I'm suicidal / suicidal feelings") in a 38-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (in the 1990's). In 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), gastrointestinal inflammation (seriousness criterion medically significant), intestinal haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal distension ("bloated"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine infection (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant) with depression and anxiety, fatigue ("feeling tired"), inflammation ("and inflammation throughout her body"), tooth loss ("teeth are falling out"), visual impairment ("eyesight is deteriorating"), gait inability ("cant walk"), ovarian cyst ("ovarian cysts"), rheumatoid arthritis ("rheumatoid arthritis"), nausea ("nausea"), urinary tract infection ("uti infections"), irritable bowel syndrome ("ibs"), endometriosis ("endometriosis"), toxicity to various agents ("symptoms of metal and plastic toxicity") and polyp ("polyps") and was found to have hormone level abnormal ("hormone imbalance"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, gastrointestinal inflammation, intestinal haemorrhage, autoimmune disorder, suicidal ideation, abdominal distension, fatigue, inflammation, tooth loss and visual impairment had not resolved and the uterine infection, ovarian cyst, rheumatoid arthritis, nausea, urinary tract infection, irritable bowel syndrome, endometriosis, hormone level abnormal, toxicity to various agents and polyp outcome was unknown. The reporter considered abdominal distension, autoimmune disorder, endometriosis, fatigue, gait inability, gastrointestinal inflammation, genital haemorrhage, hormone level abnormal, inflammation, intestinal haemorrhage, irritable bowel syndrome, nausea, ovarian cyst, pelvic pain, polyp, rheumatoid arthritis, suicidal ideation, tooth loss, toxicity to various agents, urinary tract infection, uterine infection and visual impairment to be related to essure. The reporter commented: patient had essure for 10 years and reported that the product is ruining her life. Essure made her very ill. She is still sick. Hospitalization was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.